Manufacturer narrative:
(B)(4). The incident generator has been received and is under evaluation. When the unit evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that the generator self-activated during a case. A non-covidien monopolar pencil was in use at the time, and no buttons were pressed. The site also reported that the monopolar pencil seemed to be overheating. There was no injury to the patient.